Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket erosion. All available information indicates that as of this time, the pacemaker with the right ventricular (rv) lead and this right atrial (ra) lead remain in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).